Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: customer stated unit was set to asv and would change on it's own to pcv+. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During clinical use during helicopter transport, the ventilator generated a high-priority alarm indicating "external flow sensor failed." Additional alarms appeared, including "turn flow sensor" and "check flow sensor tubing." According to the customer, the ventilator was operating in asv mode and automatically switched to pcv+ mode. It must be noted that this behavior is consistent with the device's safety design when a flow sensor failure is detected. There was no patient harm reported, and no medical intervention was required. No correction was required. Functional testing and service software checks were performed according to manufacturer specifications, and the device passed all tests. The device was returned to service. There was therefore no detected malfunction, the device did alarm and begave as per intended use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: customer stated unit was set to asv and would change on it's own to pcv+. No patient harm.